Event description:
It was reported that while the jaws were broken during surgery. No pieces fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The DHR for the alleged instrument was evaluated and found completely without any irregularities. This instrument was produced at the tecomet, lnc. Kenosha facility as part of a 50 pc. Lot in march of 2018. The returned part was evaluated and found that the tube assembly is damaged at the jaw end and the jaws are loose and misaligned and the jaw pivot pin is pushed thru one side of the tube assembly making this instrument unusable in its current state thus we are able to validate this complaint. We are unable to determine what caused the tube assembly to be damaged at the jaw end and for the jaws to be loose and misaligned and for the pivot pin to be pushed thru one side of the tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
Qn#(B)(4). The DHR for the alleged instrument was evaluated and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in march of 2018. This instrument has not been returned for evaluation therefore we are unable to validate this complaint. All instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that while the jaws were broken during surgery. No pieces fell in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while the jaws were broken during surgery. No pieces fell in the patient.